Event description:
It was reported that low pacing impedance, low sensing, and noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the revision procedure.